Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are hard to press.  The customer's blood glucose reading was 500mg/dl at the time of incident and treated with an injection. Troubleshooting found that the pump also alarmed motor error.  The pump passed the displacement test.  Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with intermittent button response on all the buttons due to flattened button dome switches (creased). No unlocked lcd keypad connector during visual inspection. No button error alarm during testing . Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.